Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring, urinary problems, bowel problems and organ perforation. (B)(4) - undefined recurrence; dyspareunia; urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced stress urinary incontinence and interstitial cystitis.

Event description:
It was reported that following insertion, the patient experienced stress urinary incontinence and interstitial cystitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.